Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
Rp.013345 ¿ the dentist reported that 3 months after dental implant was installed in intraoral region 4#, its non-osseointegration was observed. Forty ncm of primary stability was achieved and the patient presented bone type ii.